Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 190 mg/dl. Customer may have had a compromised force sensor system alarm and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected button error alarms, excessive no delivery alarms or prime anomalies/alarms noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. All buttons functioned properly; no damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.